Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The initial test generated sars-cov-2 positive, flu a and flu b negative, a first repeat of the same sample with a different cobas®¿liat® system was negative. The same sample was sent out to an outside lab, and a second repeat was performed with an unknown pcr platform, and the results were also negative. The results from the outside lab were reported to the patient and or/ medical personnel. According to the customer, per lab protocol positive sample is to be rerun on a different cobas®¿liat® system, then sent out to an outside lab for confirmation if the results differ from both the cobas®¿liat® testing. No harm is alleged. Investigation is ongoing.

Manufacturer narrative:
Further review of the data provided showed that the alleged run generated a delayed CT value indicating the sample has a viral concentration below the limit of detection (lod) of the test. Additionally, the alleged reagent was internally tested; the customer's allegation was not identified. (B)(4).